Event description:
"The graft was modified on the back table. 3 fenestrations were made, and the contra limb was cut off. Graft was then reconstrained in the usual manner without complications. The delivery system was inserted thru a 20fr dryseal sheath over a lunderquist wire. The device was then unsheathed. Dr. Starnes commented on how he felt there was no ability to torque the device like usual. It was unclear how much of the device was unsheathed due to the inability to visualize the tip of the delivery sheath. As dr. Starnes continued to rotate the device in attempt to get the fenestrations in the appropriate locations, the delivery system broke. It appeared as though the sheath had snapped off. When the apex release grip was retracted, to deploy the anchors, the proximal clasp did not move. The handle of the delivery system was removed, but the nosecone and proximal clasp were still in the patient. The dryseal sheath was removed and the hypotube of the delivery system was located. Retraction of the inner tube of the hypotube resulted in the clasp coming back and removal of the rest of the delivery system was achieved." Patient outcome - "inability to rotate the graft resulted in inability to cannulate all the visceral vessels. Right renal and sma were inadvertently covered. Patient will be monitored to see if further intervention is needed."

Event description:
"The graft was modified on the back table. 3 fenestrations were made, and the contra limb was cut off. Graft was then reconstrained in the usual manner without complications. The delivery system was inserted thru a 20fr dryseal sheath over a lunderquist wire. The device was then unsheathed. Dr. (B)(6) commented on how he felt there was no ability to torque the device like usual. It was unclear how much of the device was unsheathed due to the inability to visualize the tip of the delivery sheath. As dr. (B)(6) continued to rotate the device in attempt to get the fenestrations in the appropriate locations, the delivery system broke. It appeared as though the sheath had snapped off. When the apex release grip was retracted, to deploy the anchors, the proximal clasp did not move. The handle of the delivery system was removed, but the nosecone and proximal clasp were still in the patient. The dryseal sheath was removed and the hypotube of the delivery system was located. Retraction of the inner tube of the hypotube resulted in the clasp coming back and removal of the rest of the delivery system was achieved." Patient outcome - "inability to rotate the graft resulted in inability to cannulate all the visceral vessels. Right renal and sma were inadvertently covered. Patient will be monitored to see if further intervention is needed."